Manufacturer narrative:
(B)(4). Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service, it was observed that an unspecified device was leaking. Product information was not available regarding this device. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. If additional available information should become available, a supplemental medwatch report will be submitted accordingly.